Manufacturer narrative:
Confirmation was received that the true aware date for this reported event was 03aug2021. The date received by mfg (g4) entered in the initial emdr is being corrected to 03aug2021. Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period sep 2019 through aug 2021 was reviewed. There were no triggers identified for the review period.

Event description:
This reported event is related to an event reported under medwatch report # 2249723-2021-01942 with regard to a display malfunction issue.

Manufacturer narrative:
The full name of the event site was shortened due to field character limit; the full name is (B)(6). The distributor who performed the service evaluated the unit and reconnected the iabp console to the cart, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) battery could not be charged or be reconnected to be charged. If the machine battery was used for less than five minutes, plugged the host back into the frame, the machine could not normally switch from the battery to 220v ac, and the battery could not be charged. After the battery was plugged in, the machine was completely powered off. Could not connect to the 220v power supply, and finally disconnected the machine's 220v plug and reconnected the machine to recharge. There was no patient involvement, and no adverse event reported.